Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for an unrelated indication when they experienced peritonitis. It was reported that the peritonitis was manifested by vomiting. The patient was treated with unspecified antibiotics (intraperitoneally, dose and frequency not reported) for the event. Treatment was ongoing and was reported to be scheduled to continue for fourteen more days upon discharge to home. On an unreported date, pd therapy was discontinued. On an unreported date pd therapy was restarted. At the time of this report, the patient was still hospitalized and outcome was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.